Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument locked up 3 times, they struggled to release jaws but was able to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes instrument to get stuck on tissue. Additional findings not related to customer report. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.